Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced recurrence, erosion, urinary problems and leaking. Pt had revision surgery (B)(6) 2008. No other information is available.